Event description:
Reportedly, the pi was fired on the rectum and when it was released, it was noticed that it had not stapled the bowel. Upon inspection there were no staples found in the abdomen/bowel and the pusher bars had fired. Ileostomy (permanent) had to be performed. Procedure was completed by hand sewn technique.